Event description:
The manufacturer received info alleging half of a ventilator's lcd display screen was not viewable. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue.